Event description:
A customer reported they inserted a test strip into the meter, applied blood, and then noticed smoke coming from the bottom left side of the meter. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.